Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two preface® guiding sheath with multipurpose curve and brim cap detachments occurred with both of these sheaths. It was reported that during the procedure, when trying to remove the ablation catheter, the hemostatic valve cap "popped off". The reporter noted this happened a second time with a second sheath. It occurred one instance right after the other. The reporter noted that the procedure was completed with a competitor's device because, "the physician did not trust that it wouldn¿t happen again with ours." Additional information was received on the event. The cap with the hemostatic valve separated from the sheath. The hemostatic valve came off with the cap. The brim cap/hub did become detached from the sheath twice. The sheath was being used on the patient. Air did not enter the patient¿s body, the physician clamped off the top with his finger when it popped off when withdrawing ablation catheter. This issue did not require percutaneous or surgical removal. Hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was minimal. No medical intervention was required to stop the bleeding. The investigation was completed on (B)(6) 2022. The device photo was sent to cardinal health for further investigation. According to the picture provided by customer, two cannulas were observed inside a plastic bag. Also, two brim caps were observed. Blood residues were observed inside the brim caps, however, neither damages nor anomalies were observed inside the brim caps. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the device. The device was returned to biosense webster for evaluation and it was sent to cardinal health for further investigation. Visual analysis of the preface sheath device revealed that the brim cap was detached but not included for analysis, no other damage or anomalies were found. The complaint reported by the customer as ¿brim cap detached¿ was confirmed since the brim cap was observed detached from the hub of the units, as received. The brim caps were not returned for their analysis. However, neither damages nor any anomalies were observed on the internal components of the hubs. The cause of the detached brim cap observed on the units could not be conclusively determined during the analysis; procedural factors and /or handling process may contribute to this issue. Controls are in place to verify the units for this kind issue; the produced devices are inspected 100% before leaving the facility. Several inspections are performed through all assembly process operations. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 28-dec-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two preface® guiding sheath with multipurpose curve and brim cap detachments occurred with both of these sheaths. It was reported that during the procedure, when trying to remove the ablation catheter, the hemostatic valve cap "popped off". The reporter noted this happened a second time with a second sheath. It occurred one instance right after the other. The reporter noted that the procedure was completed with a competitor's device because, "the physician did not trust that it wouldn¿t happen again with ours." Additional information was received on the event. The cap with the hemostatic valve separated from the sheath. The hemostatic valve came off with the cap. The brim cap/hub did become detached from the sheath twice. The sheath was being used on the patient. Air did not enter the patient¿s body, the physician clamped off the top with his finger when it popped off when withdrawing ablation catheter. This issue did not require percutaneous or surgical removal. Hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was minimal. No medical intervention was required to stop the bleeding. The event was assessed as MDR reportable for brim cap detachments for both the preface® guiding sheath with multipurpose curve.